Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and preliminary analysis revealed a no output condition when the device was programmed bipolar. Functional testing found a no output condition in atrial and ventricle chambers. The no output condition was the result of fractured interconnect ribbon wires.

Event description:
The device was returned to the manufacturer after being explanted due to system upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.